Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) alleging her son¿s one touch ping meter read inaccurately high compared his feelings and or normal results and to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The reporter stated that the alleged inaccuracy started on (B)(6) 2014 at 8:47 a. M. When the patient developed symptoms of ¿shaky, weak, and sweaty¿. This prompted him to test his blood glucose and obtained a result of ¿225 mg/dl¿ with the subject meter. The patient retested his blood glucose again and obtained a result in the ¿200 mg/dl range¿ with the subject meter. The reporter alleged the subject meter read inaccurately high compared to how he felt, so the patient went to the school nurses office and obtained a result of ¿47 mg/dl¿ with another device (school¿s meter), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with an insulin pump and self-treated with glucose tablets in response to the symptoms. At the time of the follow-up call, the reporter stated that the patient tests his blood glucose 3-4 times a day and that his normal/typical blood glucose readings range from ¿80-200 mg/dl¿ throughout the day. The reporter stated that prior to the onset of the symptoms, her son last tested his blood glucose with the subject meter around 7:25 a. M. That same day; however, the reporter does not recall the result obtained. The reporter stated that the result was within her son¿s ¿normal range¿ and that he did not take any action in response to the result obtained at the time. The reporter mentioned that her son is participating in a blind clinical trial and that he may or may not be getting metformin. The reporter also stated that her son ¿didn¿t have breakfast¿ that morning and that may have caused/contributed to the onset of the low blood glucose symptoms. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. Although the patient treated himself with glucose tablets, there is no indication that the subject meter caused or contributed to this serious injury. The patient did not make any changes to his diabetes management in response to a reading obtained with the subject meter. Based on the information provided, the patients reported symptoms may have been caused/contributed to him ¿not having breakfast¿ and the ¿blind clinical trial¿ he is participating in. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.